Event description:
Towards the upper neck of the glass evacuated container there is a dark colored spot, almost black, that looks like a spot of mold or mildew. The spot is not on the exterior of the glass container. However, rptr can not determine if the spot is within the glass itself or on the surface of the glass inside the container.